Event description:
The reporter stated that the device turns on and the screen goes blank. She went to the hosp because the device did not work. The hosp checked her glucose and the level wa almost 400 mg/dl. She was given unk treatment. The device was replaced and requested to be returned for eval.